Event description:
In 2007, one triactiv fx kit was used to treat a lesion in an svg-lcx vessel segment. The shieldwire was advanced distal to the lesion and a stent catheter was positioned over the wire. The guidewire balloon was inflated and sealed normally, capturing a good column of contrast. The stent catheter was then advanced to the lesion site and inflated. Approximately 90 seconds after the protection balloon inflation, and during stent placement, the column of contrast disappeard indicating that the balloon occlusion was lost. The protection procedure was abandoned, no flush was performed. The procedure was completed without any complications. Patient is doing fine.

Manufacturer narrative:
Knc is actively pursuing patient information and will send in a follow-up report if obtained. Because the device was thrown out by the health professional, evaluation of the particular device could not be performed. However, there is an ongoing investigation on previous complaints that share the same failure mode. This evaluation summary will be provided in a follow-up report when completed.